Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the visual examination of the sample, a delamination was observed on the polyurethane (pu) of the non-cavity identification end of the dialyzer extending from approximately 320° to 40°, with the dialysate ports situated at 0°. The pu was also noted to be low on the same end. No other damage or irregularities were noted on the returned sample. A review of the production record was performed. There was one deviation notice (dn) noted and was unrelated to the current event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
An registered nurse (rn) reported that a blood leak occurred during a hemodialysis (hd) treatment. In a follow up with the rn, the nurse stated that the blood leak occurred immediately when the hemodialysis (hd) treatment was started. The nurse confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. The leak was visually observed within the fibers of the dialyzer. The nurse also stated that fresenius bloodlines were used for treatment. The nurse confirmed that the leak was internal and stated that there was no defect or damage seen on the dialyzer. The nurse stated that the patient¿s estimated blood loss (ebl) was approximately 250 ml. The nurse confirmed that there was no patient injury or medical intervention required as a result of the reported event. The patient was restarted on a different machine and treatment completed successfully with new supplies. The dialyzer is available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An registered nurse (rn) reported that a blood leak occurred during a hemodialysis (hd) treatment. In a follow up with the rn, the nurse stated that the blood leak occurred immediately when the hemodialysis (hd) treatment was started. The nurse confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. The leak was visually observed within the fibers of the dialyzer. The nurse also stated that fresenius bloodlines were used for treatment. The nurse confirmed that the leak was internal and stated that there was no defect or damage seen on the dialyzer. The nurse stated that the patient¿s estimated blood loss (ebl) was approximately 250 ml. The nurse confirmed that there was no patient injury or medical intervention required as a result of the reported event. The patient was restarted on a different machine and treatment completed successfully with new supplies. The dialyzer is available to return for investigation.